Manufacturer narrative:
Co's visual examination of the returned sample confirmed that no fiber optic light rod was in the blade. Further examination, under high magnification, tends to indicate that the returned sample had not initially contained a light rod assembled into position, thus causing an obvious unacceptable unit. There was no patient injury. Actions taken consisted of a review, with all assemblers and inspectors, of the importance and proper placement verification of the light rod in the blade and a notification of the actual mfg location of the reported occurrence.

Event description:
Fiber optic light rod was missing from the disposable laryngoscope blade.